Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up a non-sustained ventricular event was reviewed. This event exhibited noise and oversensing resulting in approximately two seconds of asystole. The patient indicated there were no symptoms at the time of the event. All other parameters were appropriate and the noise could not be reproduced. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.